Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced low blood glucose level of 65 mg/dl and also mentioned that the customer woke up with a high blood glucose of 537 mg/dl. The customer was treated for the low blood glucose with food and the high reading with the insulin pump. Customer¿s blood glucose level was unknown at the time of the call. The customer's parent declined troubleshooting for low and high blood glucose. The product will not be returned for analysis.